Event description:
The customer called and stated that while changing the infusion set, he noticed that the outer ring on his reservoir was raised from the bottom of the insulin pump base. The customer's blood glucose reading was 91 mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube lip, and protruded/loose drive support disk.